Manufacturer narrative:
Other, event updated with additional information. H3: device evaluation results. One cadd legacy pump was returned for investigation in fair condition (the housing was cracked). The investigator was unable to download the event history log. The device was powered up and alarmed with error code 1260. This error code which reported by the user represents a corruption of the memory. The circuit board was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem (error code 1260) was unknown. A root cause was not established. H6: patient code updated to reflect code 2645.

Event description:
Additional information received on 29-jul-2020 indicating that there was no patient involved in the incident.

Event description:
Information received indicating that a smiths medical cadd legacy plus pump gave error 1260. No adverse effects reported.